Manufacturer narrative:
(B)(4) - (suture line tangled). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Evaluation results: during the analysis of this device, multiple bends were observed along the working length of the push catheter. The suture hole on the push catheter was slightly torn. The stent was slightly bent along the working length. The guide catheter was fully retracted inside the push catheter with the suture still loaded on the push catheter. The guide catheter was found bent. Following a detailed analysis, it was noted that the condition of the returned unit was not consistent with the complaint incident that the suture didn't get untangled and it was unable to release the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Due to anatomical/procedural factors encountered during the procedure performance was limited. (B)(4).

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the common bile duct. During the attempt to deploy the stent, suture string became tangled and the stent was unable to be deployed. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent bent.